Event description:
It was further reported that following the placement of the 3.5x32mm promus premier stent, angiography revealed timi 2 flow as a result of suspected thrombus in the capillary bed. Two days later, a 3.5x16mm promus element plus stent was placed proximal to the previously placed 3.5x32mm promus premier stent. Following the procedure the patient left the cath lab; however, the patient returned approximately five hours later. At that time, a perforation of the distal circumflex artery was noted. It is believed that the perforation was caused by a non bsc guide wire. Pericardiocentesis was performed and a drain was left in place. It was noted that after the periocardiocentesis, there was minimal drainage into the college bag. In addition, due to the patient being hemodynamically unstable, an intra-aortic balloon pump was placed. The patient died the same day.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-03044. It was reported that post a stenting treatment procedure, the patient died. The patient presented with a myocardial infarction. Cardiac catheterization was performed and access was obtained via the right radial artery. A 3.5x32mm promus premier stent was implanted in the mid left circumflex artery (lcx). It was noted that the stent placement was well positioned and apposed in the lesion. The procedure was successfully completed and the patient was put on effient. The patient was discharged the following day. Two days after the initial procedure, the patient presented with an st elevated myocardial infarction and it was discovered that the previously placed promus premier stent in the mid lcx was occluded. The patient was started on reopro and access was obtained via the right femoral artery. The physician attempted to treat the occluded stent with thrombectomy, balloon dilation within the stented segment and deployment of an additional promus premier stent proximal to the previously placed stent. However, treatment of the occluded stent and lcx artery was unsuccessful and a perforation of the distal lcx occurred. The patient died an unknown amount of time later; the cause of death is unknown.

Manufacturer narrative:
(B)(4).